Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the device was double beeping during self-test. No patient injury was reported.

Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection found the tamper seals were broken, there was fluid ingression on the downstream sensor, and the pump was observed to have case and lens damaged. The device?s event history log was reviewed for evidence of the reported event, and nothing was found. Functional testing was performed, upon review, the "double being during self-test" issue was duplicated. The fluid ingression on the downstream sensor caused the "double beep ? No cassette attached". To address the issue the downstream sensor was replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.